Event description:
During surgery, it was reported a blood oozing all along the graft. Blood oozing stopped after administration of protamin. The patient was reported to have recovered.

Manufacturer narrative:
Method: no product evaluation was performed since the graft remain implanted in the patient. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of two products coated on the same day than the complaint device indicated values well within product specifications. (12/31) one product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. Conclusions: no conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.